Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. Device was downloaded properly to carelink. It was received with cracked case at display window corners and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus, then the buttons were not responding and the insulin alarmed button error. Customer stated that he was cleaning outside and it was humid and he was laying on hi stomach. Blood glucose value was 326 mg/dl; customer stated that it was probably high because he drank a lot of lemonade. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.